Event description:
On 12/4/2023, the following was reported on c3# 8750: "external flow sensor failed. When vent is on patient, it acts like high frequency ventilator where respiratory rate was on 80 with delivered tidal volume of 40cc. Checked flow sensor hose for any kinked or disconnection but none exist. Disconnected flow sensor hose and reconnected then it was back to normal but 2-3 minutes later flow sensor alarm on again and high frequency and low volume back on again. As reported: was the patient/3rd party harmed: no failure occur during ventilation: yes was medical intervention required: patient bagged and transfert on different unit did the device visually alarm: yes did the device audibly alarm: yes device alarms with high prio "check flow sensor tubing" and changed mode : sensor failure mode ventilation initiated did the device show technical faults: yes were other devices involved: no was the product being used in the context of its intended purpose: yes was the FDA or other agencies notified: no all but the .bin files were uploaded. Informed customer to do full ss and func testing. Concentrate on pressure sensor and exp. Tests in particular. Possible root cause : the flow sensor sensing lines are disconnected or occluded. The ventilator switches over to pcv+ mode and displays ventilator pressure (pvent) instead of paw.the ventilator automatically returns to its previous mode when the measurements are within the expected range. Correction to this issue: check the flow sensor and the sensing lines. Try to calibrate the flow sensor. Install a new flow sensor. Replace pressure sensor assembly (B)(6).